Manufacturer narrative:
(B)(6). The lot was manufactured from june 22, 2016 ¿ june 23, 2016. There were 2 or 3 affected devices; however, only 1 device was received for evaluation. Device analysis could not be completed for the devices that were not returned. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 or 3 small volume folfusors over infused. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.